Event description:
Vague report from baxter-france states device completed infusion sooner than was expected. Report indicates infusion completed in 19 hours versus the expected 24 hours. Device contained vancomycin and ns for a total volume of 250ml. Report indicates no patient injury resulted from reported condition.